Event description:
(B)(4) - it was reported by the consumer that the 65650r rollator screws on the brake handles became loose and broke. The brakes can no longer be applied on the unit. There was no patient injury reported.